Event description:
The customer reported to beckman coulter (bec) low platelet (plt) recovery on controls compared to (B)(4) and mode to mode issues on the coulter hmx hematology analyzer with autoloader. The customer technical specialist (cts) instructed the customer to bleach secondary aspiration pathway which appeared to solve the mode to mode issue, but plt recovery was still low. Calibration was within specifications. The instrument printouts were requested for further investigation, but have not been provided. The customer stated that the instrument was operational and requested service to check. No erroneous results were reported out of the laboratory. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that the instrument has low platelet (plt) count on all levels of control. Plt levels were linear, in range, but low. To address this issue, the fse adjusted the plt calibration factor. Upon further inspection, the fse discovered that the red blood cell (rbc) diluent dispenser was starting to fail and produced excessive bubbles. A new rbc diluent dispenser was ordered for return visit and replaced as incidental service. The new rbc diluent dispenser was defective upon installation, and another fse returned to the customer's laboratory on (B)(4) 2013 to install another rbc diluent dispenser. Per conversation with the fse, he indicated that the customer was not running the instrument. The fse found low vacuum tube connected to monitor card was loose, and reconnected it. Following the repairs, the fse ran shutdown/startup procedures, latron and controls along with a mode to mode to verify operation. Mode to mode issue was attributed to secondary pathway which needed to be cleaned. Plt control recovery was related to plt calibration factor that needed adjustment. However, the plt control recovery was within specifications. (B)(4).